Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed as the impactor was returned with a fractured tip. Visual examination of the returned product identified that the device shows signs of wear with gouging on the strike plate. The poly tip of the impactor has fractured into two (2) pieces with all pieces returned. The features of the fracture surface visually align with an internal research memo in which a bending overload fracture failure mode was identified. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that receiving found a fractured metal compactor. The associated surgery was noted to be performed two weeks prior; however, it is unknown if the fracture occurred then or during post-surgical handling. No patient impacts or consequences were reported as a result of this malfunction. It was reported that no further information is available.